Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 9 occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. Customer¿s blood glucose value was 274 mg/dl. Reportedly, a new cartridge was loaded to address the event.